Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during the manual prime. Customer stated that they removed the batteries and placed them back into the insulin pump and were able to continue to prime without the no delivery alarm. Customer's blood glucose reading at the time of the call was 50 mg/dl. Troubleshooting was declined.